Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the case the long burr guard detached completely from the mics handpiece, falling on the operating room table, due to the scrub tech not fully seating the guard in the rotary attachment.

Manufacturer narrative:
Follow-up #2 and final report submitted to update sections g4, g.5.

Event description:
During the case the long burr guard detached completely from the mics handpiece, falling on the or table, due to the scrub tech not fully seating the guard in the rotary attachment

Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: it was reported that long burr guard for pka 3.0 detached from the rotary attachment during burring due to scrub tech not fully seating guard in rotary attachment. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: not performed as the lot no was not provided. Complaint history review: not performed as the lot no was not provided. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During the case the long burr guard detached completely from the mics handpiece, falling on the or table, due to the scrub tech not fully seating the guard in the rotary attachment.